Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown baclofen (2000 mcg/ml) via an implanted pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported the patient's pump stalled post MRI and never recovered at the end of (B)(6) 2019. The patient stated that it was ¿turned off some time during the spring¿ and never turned back on. The patient's factors were unknown and the patient stated they did not know what happened. The patient¿s pump was interrogated and was found to have an alarm ¿warning loss of therapy. Pump stopped for 1092 hours and 15 minutes.¿ service code 234. In addition service codes 232 and 224 were present as well. The patient¿s pump was interrogated at the appointment for the removal of said pump. The physician¿s office and the patient stated the device was turned off prior to this appointment. The patient underwent surgical intervention, on (B)(6) 2019 in order to remove stalled pump. The pump will be returned to the manufacture. The issue was noted as not resolved. The patient was being supplemented with oral medication per th e patient and the physician¿s office.